Event description:
The customer reported being hospitalized for a stroke. The customer also stated that she was diagnosed with diabetes ketoacidosis. The blood glucose reading was 378 mg/dl. The customer stated that she got up and her blood glucose was high. The customer did an adjustment bolus to treat her glucose level and went shopping. While she was shopping the customer was vomiting and had severe chest pain. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed a high-pressure test and the pump alarmed out of specs.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.